Event description:
It was reported that, per the healthcare professional (hcp), the patient stated the stimulation was ¿not working.¿ the manufacturer's representative noted he was told this by the physician assistant (pa) from the healthcare professional¿s (hcp) office. The manufacturer's representative did not have any further details on what was meant by stimulation ¿not working.¿ however, later the same day, it was reported that the patient was in a rollover car accident, after which, the implantable neurostimulator (ins) was ¿not working.¿ it was noted there would be an MRI of the spine (B)(6) 2014 that was related to the device. At a later date, the manufacturer's representative reported that the patient¿s device appeared to be working fine. However, in the upright position her device was reading a transition zone. The root cause of the implantable neurostimulator (ins) ¿not working¿ was determined to be ¿apparently¿ that the transition zone only needed to be adjusted. There was no MRI done and it was a mistake on orders. There was only an x-ray to determine if the leads were still in place. The patient was taken back to the clinic and the device was reoriented. The transition zones, mobility rate and position range were adjusted and reprogrammed. The patient was also instructed how to make amplitude changes in the future, if necessary. The patient was reprogrammed, was comfortable with device and happy with coverage. The manufacturer's representative told the clinic to call if any other issues occurred.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).